Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient had an angio-seal used for closure following an angiogram. The puncture was done under ultrasound scan (uss) guidance and deemed within the limits of the device. The patient wasn't compliant with bed rest advice and a hematoma developed. Additional information was received on 16oct2019. A 6fr procedural sheath was used. A pre-deployment angiogram and ultrasound were performed. Hemostasis was achieved by the device at the time of deployment. The hematoma developed the following morning after the procedure. The patient was turning over in the bed and felt a pop. External bleeding occurred and required manual compression and a femstop. The patient went for an ultrasound scan and a small hematoma was observed. The patient did not comply with the bed rest policy of 6 hours and was found to be standing up at 3-4 hours (no events were noted at that time). The patient was released.